Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case, lower case, side bail covers and ring cover were broken, the lead flex cover was contaminated, the battery contacts were compressed, one side bail was missing, the ring was bent and the main printed circuit board was out of electrical specification.

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.